Event description:
This case occurred in the united states. According to the information received, a patient was injected on an unknown exact date in (B)(6) 2022, in the tear troughs with a rha 2 product. A total of 1ml of rha 2 was injected, 0.5 cc to each eye. On the day of the injection, the patient experienced partial ocular occlusion at the tear troughs, as well as blanching underneath the eye, towards the medial tear trough. There was no vision change and no pain. As corrective treatments, the patient received asa, heat, massage, nitropaste and hyaluronidase. On the same day the patient was also sent to the hospital where she received hyperbaric oxygen treatment for 5 days. At the time of this report, the event was resolving. No further information was received.

Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. Although the visual symptoms could not be confirmed in this case, visual disorders symptoms are also rare but largely documented in the literature. They are typically linked to an intra-arterial injection of filler, which can result in an embolisation of the ophtalmic artery. They may also be unrelated to the use of dermal filler product. If treated with appropriate medical treatment, symptoms can be fully resolved without sequalae. Additionally, the risk of such adverse event is also mentioned in the instructions for use of teosyal products.

Event description:
This case occurred in the united states. According to the information received, a patient was injected on an unknown exact date in nov-2022, in the tear troughs with a rha 2 product. A total of 1ml of rha 2 was injected, 0.5 cc to each eye. On the day of the injection, the patient experienced partial ocular occlusion at the tear troughs, as well as blanching underneath the eye, towards the medial tear trough. There was no vision change and no pain. As corrective treatments, the patient received asa, heat, massage, nitropaste and hyaluronidase. On the same day the patient was also sent to the hospital where she received hyperbaric oxygen treatment for 5 days. At the time of this report, the event was resolving. No further information was received.